Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that a cartridge change error occurred. Customer loaded a new cartridge to address the issue. Customer also reported the customer was unable to charge the pump using the tandem-provided usb charging cable. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable. The customer's blood glucose level was 140 mg/dl.

Manufacturer narrative:
Malfunction was verified. Cartrige change error and usb cable issue the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.